Event description:
An incorrect laser marking was discovered on philips intellivue 6000 series patient monitors. The back panel displays a symbol for a 12-lead ECG, even though the patient monitors only support a 6-lead ECG. This could lead to incorrect treatment or delays, as users could mistakenly assume they can perform a 12-lead ECG. The corresponding "field safety notice" from philips, with reference number 2025-cc-hpm-003. Philips also refers to "fco86202041". Thanks, (B)(6). Ref reports: mw5168782, mw5168783.

Event description:
Additional information received on 5/12/2025 for report mw5168781 to update reporter's name.